Event description:
Pt stated that a lancet, inserted in the multiclix lancet device, protrudes beyond the device end-cap. Pt reported that she experienced an accidental puncture with the sterile lancet as a result. Pt did not seek treatment for the puncture. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.